Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It has been reported, the scope had foggy/damaged lens. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: during the technical inspection, the error description provided by the customer, foggy, could be confirmed. The reported issue damaged lense could not be confirmed. The root cause analysis revealed a chemically corroded and damaged distal solder joint. In addition, additional wear is visible in the rod system, which is attributable to use. Furthermore, residues are visible on the distal cover glass, which, together with the heavy abrasion in the rod lens system, have a negative impact on imaging. No broken rod lenses as reported by customers could be found. This event is filed under internal complaint ID (B)(4).